Event description:
Hospital purchasing agent contacted the co indicating that physicians at their hospital have experienced rare occasions when pts have had a pressure sore or excoriation of the chin and forehead. Purchasing agent did not have specific physicians' names, patients' names, dates or related information and was unable to provide any more info.